Manufacturer narrative:
H.6. Investigation summary: two photos were provided; both photos show the external side of a shelf box. Without a sample, failure mode can't be verified and root cause can not be determined. However, foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Event description:
It was reported that bd precisionglide¿ needle was clogged. This was discovered during use. The following information was provided by the initial reporter: clogged needles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needle was clogged. This was discovered during use. The following information was provided by the initial reporter: clogged needles.